Event description:
The customer reported that the EKG sweep freezes and the flex unit has to be rebooted to continue case. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.